Event description:
Prior to use of this product, the pts' blood pressure and pulse readings were stable and oxygen saturation levels were abot 90%. Within a minute of use, the pts' oxygen saturation levels and blood pressures dropped, heart beats were irregular and both eventually coded. The first pt was ventilated and after two days removed from the ventilator at the family's request. The second pt's family decided not to continue resuscitation measures. Second pt's date of event 12/26/94. The rptr stated that these two cases were the only ones in which this product was used.